Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent: posterior spinal fusion, c6-c7; instrumentation, c6-c7; local autograft bone. Preoperative diagnosis: cervical non-union of a prior acdf at c6-7. Per-op notes: a small rhbmp-2/acs kit was prepared according to manufacturer's instructions. The facet joint at c6*c7 was drilled out with a high-speed drill and rhbmp-2/acs packed into the facet joint. Strips were also laid over the decorticated posterior elements at c6· c7. Osteofll bone graft subsequently was packed dorsal to this. A small rod was cut and bent in appropriate amount of lordosis, placed in polyaxial heads of the screws, secured using cap screws. The cap screws were tightened down to 2 finger tightness, were tightened down and torqued using the torquing device. On (B)(6) 2010 the patient underwent bilateral posterior cervical c6, c7 posterior cervical laminectomies, foraminotomies and medial fac etectomies. Preoperative diagnosis: cervical pseudo arthrosis at c6-7 and cervical foraminal stenosis and spondylosis.

Event description:
It was reported in the patient¿s medical records that the patient presented to surgery over one year status post an acdf at c5-c7. Records indicate the patient had progressively increasing pain, and workup revealed a pseudoarthrosis at c6-7. The patient underwent a procedure for posterior spinal fusion with instrumentation at c6-7, local bone, and rhbmp-2/acs. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.